Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that this patient, suffering from meningitis and in a coma, was given this right ventricular (rv) lead and a non boston scientific device to pace externally, while waiting for the patient to recover from infection. While this lead was implanted, there were instances of pauses in pacing for greater than 10 seconds of asystole. As of today, there have been no new implants, and we believe the external pacing system is still in place. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.